Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer hardware light is dim, image dropping was confirmed, and further defects were detected. In total the following defects were detected: led is dim, blade damaged, housing worn, cover worn, and o-ring missing from plug. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user, which has impaired the light quality and image quality and thus rendered the product unusable. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope would have been noticed. The instructions for use describe that a functional and visual inspection must be carried out before use (usb826_en_v1.2_11-2021_IFU_ce-MDR ), during which the wear and tear and damage should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has been reported to have "hardware light weak, image discontinuous". No negative impact in state of health reported.